Event description:
Six months after original mitral implant, the pt returned to the hospital with recurrent pulmonary hypertension. Valve thrombosis was suspected based on clinical exams. The pt was reoperated and thrombus was found blocking one leaflet. The valve was replaced with another mechanical valve from a different manufacturer. The pt recovered.

Manufacturer narrative:
Valve is at pathology lab for evaluation. No conclusion at this point.